Manufacturer narrative:
According to the photo analysis performed of the device, 2 hair-like fibers inside thermoform packaging were observed, and this further investigation was requested to review the event. Per the review of the risk documents, pfmea-bi pkg and lblg smooth rev 1.0 the event of hair/fiber on implant is a known event for which packaging process controls and inspections are established to reduce the incidence of this defect, incoming inspection, cleaning of workstations before starting each operation and 100% visual inspection at packaging (before and after sealing). This event is categorized as acceptable in the residual risk region. In addition, the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3561660 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all hair/fiber on implant complaints for gel breast implant that have been manufactured in the last 2 years (from sep 2021 through aug 2023) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Additionally, this event was reviewed with the packaging personnel in order to increase awareness of the packaging process and potential defects that may occur along with the quality controls and inspections in place. See "packaging personnel review" attached in supporting documentation grid. Per evaluation performed in this investigation and appendix c of procedure (B)(4) rev 20.0, this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. However, hair/fiber on implant events will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported they "found 2 hairs on the implant still inside the sealed container." The device was never implanted.

Event description:
Healthcare professional reported they "found 2 hairs on the implant still inside the sealed container." The device was never implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: hair/fiber on implant: observed 2 hair-like fibers inside thermoform packaging. It can¿t be determined if the package is closed due to the photos provided, therefore, it is not assessed as workmanship. However, a further investigation will be requested to review the event. No additional observations are performed. A further investigation is requested to review the event of fibers inside package. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair/fiber on implant.